Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, visible air was observed in the faradrive sheath. Prior to the observation, the sheath had been prepared and advanced into the patient without issue. It was irrigated with a pressure bag and flow was fully open to allow regulated flow. A non-boston scientific mapping catheter was advanced through the sheath, used to map the heart, and removed successfully. When the farawave catheter was advanced through the sheath with a merit guidewire properly advanced from the tip, an air bubble was visualized in the faradrive sheath at the tip of the catheter outside the groin access point. The physician attempted to aspirate the sheath with a syringe, removing 25 ccs twice. However, the air bubble remained. No air was observed in the patient. The sheath was replaced with a similar device, the issue was resolved, and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event. Patient identifying information was unable to be obtained.